Manufacturer narrative:
(B)(6) device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part number: 03.010.228, synthes lot number: u151614, supplier lot number: n/a, release to warehouse date: 05-apr-2012, expiration date: n/a, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure for hip surgery on (B)(6) 2018, a drill bit for 5.0mm recon screws/large qc broke. The broken fragments of the drill bit were removed from the patient and an adolescent lateral entry femoral nail was used to complete the surgery. The procedure was completed with a surgical delay of almost 40 minutes and the patient was stable after the surgery. This report is for one (1) drill bit for 5.0mm recon screws. This is report 1 of 1 for complaint (B)(4).